Event description:
Pelton & crane received a call from a doctor's office regarding a second hand chairman dental chair that broke. The doctor said that he was reclining a patient in the chair when the chair's back assembly broke causing the patient to fall down. The doctor was not performing a procedure when the chair back broke. The doctor said that there were no visual signs of permanent or serious injuries to the patient.